Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments or partial display or moisture damage under lcd screen or on electronic/motor assembly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call on (B)(6) 2018 that the insulin pump has a blank display even when batteries are replaced. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 300mg/dl. Patient reported a high blood glucose level and treated with a manual injection insulin pump. Product will be returned for analysis and replacement has been sent.